Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010; 419478 lead, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient presented to the clinic due to a patient alert. Right ventricular (rv) lead impedance was noted to be high and there was inconsistent rv capture. A fracture was suspected and device evaluation showed failure of the rv bipolar cathode. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.